Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 290mg/dl; current bg level was 149mg/dl. Infusion site changed were performed and manual injections were administered to address the elevated bg level. A new cartridge and infusion set was loaded onto the pump and an occlusion alarm occurred during bolus delivery, the customer disconnected from the infusion site and an additional occlusion alarm occurred during the load fill tubing sequence. The contact reported that manual injections would be used for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.